Event description:
Customer reported that the cartridge was not fitting properly on the pump. The impact on blood glucose level was within normal range, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove the case from the pump, inspect the pump and the pneumatic tap area, and found an o-ring on the pneumatic tap. The customer then removed the o-ring, cleaned the area with an alcohol wipe or lint-free cloth, and successfully reloaded the original cartridge. Customer resumed insulin therapy without further issues.